Manufacturer narrative:
The system was examined and the reported event was replicated. The touchscreen and the remote were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(4) 2010. Based on qa assessment, the product met specifications at the time of release. The remote was manufactured on (B)(4) 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the first reported event can be attributed to an uncalibrated touchscreen. However, how or when the touchscreen became out of calibration is inconclusive. The root cause of the second reported event can be attributed to a nonconforming remote. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that prior to a cataract extraction with intraocular lens implant procedure there was poor response from the touchscreen and the remote was broken. The case was completed using an alternate system. There was no patient involvement.